Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. As the occlusions were in the past, tandem technical support was unable to perform troubleshooting to determine a cause of the occlusion. In addition, due to observing that the fill estimate remained at 50 units after delivering a bolus of 2.22 units, the customer alleged that the pump was not delivering insulin. Tandem technical support educated the customer on fill estimate calculations and that the insulin gauge decreases in increments of 5 units. There was no impact to the customer's blood glucose level.